Event description:
It was reported that during a procedure, the aseptic housing opened resulting in the non sterile battery falling into the sterile operation area. The sterility of the operation area had to be done again. There were no adverse consequences reported. Additional information has been requested.

Manufacturer narrative:
The device has not been returned to the manufacturer for an investigation as of the date of this report. This report will be updated when the device is received and an investigation is completed.